Manufacturer narrative:
Age at time of event: approximately 65 years of age. (B)(4).

Event description:
It was reported that an outer shaft break occurred. The patient was undergoing an transcatheter hepatic arterial chemo-embolization procedure to treat nodules in some hepatic artery branches. The anatomy was noted to be mildly tortuous. The direxion hi-flo microcatheter was placed inside a 5fr non-bsc diagnostic hydrophilic catheter. While attempting to engage the hepatic artery, the user carried out repeated pushing maneuvers. Friction was noted when retracting the microcatheter; therefore removal of the direxion was forced and once recovered, the inner lumen was still intact, however the nitinol hypotube shaft broke, at approximately 1/3 of its proximal length. The procedure was completed with a different device. There were no patient complications reported and the patient¿s status is stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned loosely coiled without a carrier hoop. The entire length of the device including the hub and shaft was inspected for any fm or defects; a kink was observed 5.5cm from the base of the strain relief. A break in the nitinol shaft was seen 45.2cm from the base of the strain relief, this break in the nitinol shaft exposed 23cm of elongated lumen. A microscopic examination of the exposed lumen as a result of the nitinol break was carried out, no tears or holes in the exposed liner were observed. The od dimensions of the returned device were verified and are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that an outer shaft break occurred. The patient was undergoing an transcatheter hepatic arterial chemo-embolization procedure to treat nodules in some hepatic artery branches. The anatomy was noted to be mildly tortuous. The direxion hi-flo microcatheter was placed inside a 5fr non-bsc diagnostic hydrophilic catheter. While attempting to engage the hepatic artery, the user carried out repeated pushing maneuvers. Friction was noted when retracting the microcatheter; therefore removal of the direxion was forced and once recovered, the inner lumen was still intact, however the nitinol hypotube shaft broke, at approximately 1/3 of its proximal length. The procedure was completed with a different device. There were no patient complications reported and the patient's status is stable.